Manufacturer narrative:
Concomitant products: 407658 lead, implanted (B)(6) 2010. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery voltage on the device seems to have dropped rather quickly in the past seven months without reason and is now approaching recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.